Event description:
A hospital in another country, reported that a quantity of 2 rt236 infant breathing circuits were not heating. No patient consequence was reported.

Manufacturer narrative:
The complaint devices were destroyed and were not returned to the manufacturer for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot information was provided with this complaint. Conclusion: the event description is consistent with the heater wire in the breathing circuits being electrical open circuits. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of electrical open circuit heater wires on infant breathing circuits has a rate of occurrence of 5 ppm worldwide for the last year to the end of 2008.